Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Review of quality records for chronic lead. The explant of a recently implanted pulse generator due to a reported infection resulted in the removal of this lead. Final analysis found that the lead was returned in two pieces. The insulation was abraded from 6.0 cm to 6.8 cm from the connector pin. Abrasions are indicative of expo- sure to constant friction with another implantable device.